Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of device history records and the shipping inspection record of the involved product/lot# combination confirmed there were no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the radifocus wire separated 30mm from the tip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel the report. Based off the returned device evaluation, the event has been deemed not reportable.